Event description:
The reporter indicated that a vns pt had recently passed away and that his vns device had been explanted and disposed of prior to burial. Follow up with the pt's treating vns therapy physician revealed that the pt's device had been disabled due to lack of efficacy prior to the report and that device diagnostics at the time had confirmed proper device function. The circumstances of death and the relationship to vns is unknown. Good faith attempt for additional information have been unsuccessful to date.